Manufacturer narrative:
Correction - upon the product return. Received model ca090 instead ca500 as initial reported investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the component, which loads the clip into the jaw, had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. The exact cause of the damage is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented manufacturing and assembly enhancements which are intended to minimize the potential for this type of damage. This lot was built prior to application of these device enhancements. This document represents our final report.

Event description:
Gastric bypass- surgeon was cutting off bleeder in the mesentary and device began shooting out horseshoe shaped clips. Clips were also getting stuck sideways behind the jaws. Since this is an enhanced product, it seems likely that the surgeon was failing to release the trigger completely between firings. Due the bleeding, the surgeon probably began working rapidly. A new device was opened. Rep was not present." Type of intervention- new device opened. Patient status- ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.